Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results aer 180-200 mg/dl fasting. Verified the strips are stored properly. Customer performed back to back blood test, 377 mg/dl and 380 mg/dl fasting. Reviewed meter memory: 334 mg/dl, (B)(6) 2015, 09:24:00 am, fasting:yes; 349 mg/dl, (B)(6) 2015, 08:46:00 am, fasting:yes; 317 mg/dl, (B)(6) 2015, 08:00:00 am, fasting:yes; 372 mg/dl, (B)(6) 2015, 08:00:00 am, fasting:yes; 316 mg/dl, (B)(6) 2015, 01:00:00 pm, fasting:yes. No adverse event reported.

Manufacturer narrative:
Internal report number: (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.